Event description:
On (B)(6) 2018 the customer contacted dario to report high blood glucose readings (396 and 353 mg/dl). As a result, she went to the hospital. In the intal investigation it was found that the customer placed the strips into the dario housing without the cartridge. Aside from that, the strips were expired as they were open for over a month. Per user guide, the strips must to be kept in the cartridge and they should not be used after a month of being opened.